Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12726. It was reported the patient reported a headache and weakness one day after the trial lead procedure was completed. The physician pulled the trial leads early due to a cerebrospinal fluid leak. Follow up revealed the patient's symptoms have resolved.